Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, the blade was broken. It is unknown if the broken piece fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.